Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure device preparation, the tip of the lead helix was slightly bent. The lead was replaced prior to insertion to the patient. No patient consequences reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.